Event description:
It was reported that the clip was not holding properly, which caused the catheter to fall out of the clip holder. Additional information was received from the investigator on 13-jun-2019, that during the sample evaluation it was observed that the pad ripped off with the swivel base leaving a hole in the pad.

Manufacturer narrative:
The reported event was confirmed. The swivel base was disconnected and was adhered to the adhesive side of the pad on return. The swivel base was detached from the pad and the underside was examined. The swivel base still had remnants of the pad adhered to the bottom of it, and there was a hole in the adhesive pad indicating that the swivel base was adhered to the pad properly, but the disconnect occurred due to the entire swivel base, with the portion of the pad that it adheres to, disconnecting from the rest of the pad. A potential root cause for this failure could be inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "read carefully before use. Safety and efficacy considerations: the statlock® device is for single use only. Sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the pouch which are not labeled as sterile. These components are not terminally sterilized. Do not alter the statlock® device or components. Procedure must be performed by trained personnel with knowledge of anatomical landmarks, safe technique and potential complications. Not made with natural rubber latex contents: package includes statlock® stabilization system and skin preparation pad. Indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or non-adherent skin. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. Prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 2.5 cm of catheter slack between insertion site and the statlock® device retainer. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 2.5 cm of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the clip was not holding properly, which caused the catheter to fall out of the clip holder.